Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Company representative reported via solutions tracker that the customer was hospitalized for high blood glucose and ketones. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer will not be returning the device for analysis.